Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens but the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the cause of the torn lens was due to a loading error. This is one of two lenses used on this pt - see MFR report # 2023826-2007-00890. A third lens was implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.